Event description:
It was reported that the user experienced hyperglycemia overnight after a recent cartridge and supply change with an ilet system, and the insulin cartridge was found empty at work; the user reported no visible leaks or damage and planned to return home to replace all supplies, with interim correction using multiple daily injections. Symptoms included elevated blood glucose above 400 mg/dl without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary limitation of daily activities due to the need for back-up therapy and corrective actions. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that a definitive device-related cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.